Manufacturer narrative:
This report is submitted on august 23, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.